Event description:
The pt reportedly experienced loss of lock, followed by loss of sound. External equipment has been exchanged and programming changes have been done. However, the problem did not resolve. Surgery to explant the pt's device will be discussed.